Event description:
It was reported that during a procedure at the user facility the device was hot and started smoking. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.

Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
It was reported that during a procedure at the user facility the device was hot and started smoking. The procedure was completed successfully with no delay, medical intervention, or adverse consequences reported.